Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Post-operative imaging shows a construct extending from l4-pelvis and the locking cap dislodged from the left l4 screw head. It's possible that excessive force placed on the implant during unknown patient loading or insufficient tightening of the implant may have contributed to the observed issue. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that a creo locking cap backed out of the screw head post-operatively.